Event description:
Customer responded to pt who had attempted suicide by cutting the wrists. The pt was conscious and alert upon customer's arrival. Pt was connected to the device and device was powered on. Customer alleges the device passed self test and worked properly for approx 30 seconds then the writer began to run by itself and the screen blanked out. Pt was transported without incident. Service rep was unable to duplicate the reported condition.